Event description:
Same case as: MDR ID 2134265-2013-06670, 2134265-2013-06673 and 2134265-2013-07145. It was reported that the burr became stuck in the lesion and a perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 325cm rotawire, a 1.25mm rotalink burr and a rotablator advancer were selected to treat the lesion in conjunction with the rotablator console. During the procedure, it was noted they were unable to attain the desired rpms and the device kept stalling. ¿all became stuck¿ and the burr catheter and wire were removed together via ¿manual extraction.¿ upon removal, a large perforation was discovered and the patient was sent to the or. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).